Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "door not fully latched" alarm was confirmed and reproduced during eval. The cause was determined to be a broken slide clamp lodged in the keyhole assembly restricting the full return of the link and latch pins. The slide clamp remnant was removed and the door resumed normal operation.

Event description:
During baxter's functionality testing it was found that a spectrum pump alarmed for a door not fully latched message. There was no pt involvement.